Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at follow-up. Upon review of the stored electrogram, the device had episodes of noise reversions and automatic mode switches due to noise on the right atrial lead. Programming change was made. There were no patient consequences, and monitoring will continue as scheduled.